Event description:
It was reported that during a generator change procedure, the physician implanted the new device, and this left ventricular (lv) lead was found to exhibit loss of capture (loc). It was noted that the lv lead is a competitor lead. The physician reprogrammed the lead settings and capture was restored. No additional adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).